Event description:
A valiant thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of a dissected thoracic aorta. It was reported that the pt presented with back/chest pain and hypertension. Two valiant stent grafts were successfully implanted. (MFR report# 2953200-2011-01576, 2953200-2011-01577). It was reported that 3 days post index procedure, the pt had a stroke. The pt had a diagnostic procedure and is still being treated. The investigator assessment states that the event is not related to the study device or study procedure.

Manufacturer narrative:
(B)(4). Result - cva/stroke.

Event description:
Additional information was received for this event. The patient was treated for a dissection distal to the ostium area of the lsa and within the first half of the descending aorta in the second half of the descending aorta (to the level of diaphragm). It was reported that the patient had renal failure, pneumonia and later expired due to pneumonia. The investigator assessment states that the renal failure, and pneumonia were not related to the device or to the procedure. There was no autopsy performed. The investigator indicated that the primary cause of death was due to pneumonia. No further information has been received for this case. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.